Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem could not be duplicated. In addition, minor fading was discovered on the back cover labels. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported that the image did not appear on monitors when preparing the 4k autoclavable camera head for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.